Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient's cgm was reading 47 mg/dl so he took grape juice and a glucagon injection. He stated that he was ¿barely blind,¿ fell down and was still not feeling well. His neighbor took him to the emergency room (ER). They checked his bg and it was 12 mg/dl. The ER gave him an IV bag of glucose to elevate his bg. He refused to be admitted and the doctor discharged him in the morning making sure that his glucose level stays around 200 mg/dl. At the time of the report 11 days later he stated that he was feeling exhausted, foggy, tired, and his vision was blurry. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.